Manufacturer narrative:
The insulin pump was received with high idle current due corroded electronic assemblies. The insulin pump passed self-test, unexpected restart error test, rewind, basic occlusion test and displacement test. No prime alarms noted. However, we were unable to prime during prime test due to faulty force sensor resistor. We were unable to perform excessive no delivery test or occlusion test due to prime anomaly. The drive support disk was inspected and no anomaly was noted. The insulin pump was received with corroded motor home switch. The insulin pump was received missing end cap sticker, peeling address number label, broken reservoir tube lip, cracked battery tube threads and minor scratches on lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a blood glucose level of 20.1 mmol/l. Customer stated that they do not feel comfortable with treating with shots and that is the only way to get their blood glucose down. Customer had been playing at the pool and later got a compromised force sensor system alarm. Customer has not treated yet. Customer stated that the drive support cap appears normal. It was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.